Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy procedure (ercp), a guide wire coating detachment occurred. The lesion was located in the common bile duct (cbd). The 0.035 hydra-jag guide wire was advanced through an unspecified endoscope, however, at an unspecified time, the physician noted that the yellow and black coating detached from the proximal portion of the guide wire that remained outside of the patient. The physician "trimmed the excess sheath off the wire" then continued to advanced the guide wire to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be fled.